Manufacturer narrative:
Additional information added.

Event description:
Contacted the customer, and he stated that his blood glucose reading was 400 mg/dl at the time of the event. The customer stated that it was due to a miscalculation of a bolus for his meal, and he did not feel the need to troubleshoot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the esc button was harder to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries. Customer stated that they had to rewind multiple times to finish process. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind anomaly, failed battery test, low battery alarms due to unresponsive button. Device had minor scratched lcd window.